Event description:
It was reported that the system 7 sagittal saw was allegedly overheating during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event, device heats up, was not confirmed. During the inspection the service technician, mechanical engineer, and diagnostic engineer were not able to observe the reported comment, and the device met all qip and performance specifications. There was no failure found.

Event description:
It was reported that the system 7 sagittal saw was overheating during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.